Event description:
It was reported that during implant attempt, when the physician opened the outside packaging of the lead, the lead dropped because, the inner packaging was missing. The physician complained about the incident. The lead was not used and the physician used another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. The analyst noted that not original packaging was returned with the lead. The lead and stylet were returned in the returned product analysis lab's self-seal sterilization pouch. The device history record was reviewed and it did not contain any information related to the complaint.